Manufacturer narrative:
Product complaint # (B)(4). The report of the suture is submitted in mw# 2210968-2019-84653. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: videosurgery and other miniinvasive techniques 2012; 7 (2): 96-104. Doi: 10.5114/wiitm.2011.27429. (B)(4).

Event description:
It was reported in a journal article with title: the glubran 2 glue for mesh fixation in lichtenstein¿s hernia repair: a double-blind randomized study. The goal of this study was to compare mesh fixation with the use of sutures vs. Adhesive in lichtenstein¿s inguinal hernia repair in a randomized, double-blind one-center study. The study group consisted of 41 patients with primary inguinal hernia undergoing lichtenstein¿s repair and remaining in follow-up from july 2008 to november 2010. In sealant group, 20 male patients (avg age: 47.4 ±13.4) had prolene mesh (ethicon) fixed with a sealant, and in suture group, 21 male patients (avg age: 45.4 ±14.8) had prolene mesh (ethicon) fixed with 2-0 pds suture (ethicon). Reported complications in the sealant group included hematoma (n-?) Which was treated using conservative method, leakage of serum content from the wound (n-?) Which was treated using conservative method, inflammatory infiltration (n-1) which was treated using conservative method, hernia recurrence (n-1), and pain at postoperative days 2, 7, 30, 80, 200 and 400 (n-?). In suture group, reported complications included hematoma (n-?) Which was treated using conservative method, leakage of serum content from the wound (n-?) Which was treated using conservative method, inflammatory infiltration (n-1) which was treated using conservative method, and pain at postoperative days 2, 7, 30, 80, 200 and 400 (n-?). In conclusion, the use of the adhesive for mesh implant fixation yields similar recurrence and chronic pain rates as the classical suture technique. In the early postoperative period, the pain reported by the patients was relatively weaker; patients undergoing adhesive mesh fixation experienced a quicker return to daily household activities.